Event description:
It was reported that a victory buttress plate is is found to be backing out against patient bone post-operatively.

Manufacturer narrative:
The device was not available for evaluation. It was reported that a victory buttress plate migrated out of the patient bone. The provided imaging from (B)(6) 2024 and (B)(6) 2024 shows that the buttress plate was inserted into the vertebral body and migrated anteriorly in the image. It appears that the screw remained inside the buttress plate and the plate and screw migrated together. No determinations could be made as to the cause of the reported issue.